Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with a blood glucose of 207 mg/dl prior to a supply change and trending down to 174 mg/dl during the call; the user was unsure of the cause and reported not eating for several hours but indicated a history of brittle diabetes. Symptoms included elevated blood glucose. Outcomes included no alarms and no need for medical intervention. Investigation included troubleshooting and user education conducted during the call. Investigation of this case revealed no device alerts or malfunctions and no identified device component issue, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.